Event description:
The catheter became occluded. Urokinase was used on the 22ga lumen with no success. It was stated that phlebitis was noted upon insertion of the catheter. The catheter was removed on 4/21/97.